Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:30 p.m., the patient tried testing using the meter and received errors twice. The patient then tested a sample on the meter and the result was 6.8 inr. At 3:14 p.m., a venous sample was collected from the patient and tested using the meter, resulting with a value of 6.8 inr. The venous sample was also tested in the laboratory using an unknown method, resulting with a value of 1.03 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.